Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Investigation summary: as no physical samples or picture samples were returned and a lot number was not provided, neither a sample investigation nor a production history review could be performed for the reported complaint. During the molding process and the assembly process, regular inspections are performed to detect defective product. Based on the limited investigation, a cause for the reported issue could not be determined. If your company experiences this issue in the future, picture samples, representative samples, and/or a lot number would be beneficial to complete a thorough investigation. Investigation conclusion: leakage between injector and connector. Customer complaints about leakage at "the rising connection". No samples or pictures were provided. The number lot is unknown. Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a calliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and punctured by the cannula. Root cause description: taking into account the information provided it is not possible to perform a thorough investigation: the DHR cannot be reviewed as the lot is unknown retained samples cannot be checked as the lot is unknown. No pictures or samples are available to confirm the claimed defect.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 had leakage/malfunction. No serious injury or medical intervention reported.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 had leakage/malfunction. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.